Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, it was reported that the cycler power cord became unplugged. The operator plugged the cycler power cord back in and received a power failure recovery alarm, indicating that treatment could not continue. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The operator did not rinseback the patient's blood upon receiving the failed power recovery alarm, as per the user's guide instructions. During a follow up call, the facility informed nxstage that the operator had disconnected the power cord from the cycler accidentally. If power is not restored to the cycler within the time limit specified by a user defined system setting, a failed power recovery alarm will occur. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.